Event description:
(B) (4) clinical trail. Same case as: 2134265-2010-02496. It was reported that post a carotid stenting procedure, the patient experienced a transient ischemic attack (tia). The 90% stenosed target lesion located in the left internal carotid was 10mm long with a reference vessel diameter of 5 cm. During the index, the lesion was treated with a filterwire and a placement of a carotid wallstent. Predilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later. In (B) (6) 2010, the patient experienced a tia. No action was taken and the event was considered resolved without residual effects.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
The target lesion initially reported as located in the ostium of the left internal carotid and now corrected to be located in the proximal left internal carotid.

Manufacturer narrative:
(B)(4).